Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The advancer, drive shaft, and handshake connection were visually examined. Inspection of the device did not identify any damages or defects. Functional testing was performed by attempting to rotate the drive shaft, and the drive shaft was able to be rotated. When the rotapro advancer was connected to the rotapro console control system and the knob switch [ablation button] was pressed, the device was able to reach and maintain optimal rpm with no resistance or issues.

Event description:
It was reported that the device was stuck in the lesion. A 1.75mm peripheral rotapro burr-advancer was selected for use. During the procedure, it was noted that the device was stuck in the lesion. The procedure was completed with an alternative method. No patient complications were reported.

Event description:
It was reported that the device was stuck in the lesion. A 1.75mm peripheral rotapro burr advancer was selected for use. During the procedure, it was noted that the device was stuck in the lesion. The procedure was completed with an alternative method. No patient complications were reported.